Event description:
A report was received that the patient¿s ipg was not retaining its charge and was having difficulty linking with the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information cannot be obtained regarding the revision procedure.

Event description:
A report was received that the patient's ipg was not retaining its charge and was having difficulty linking with the ipg. The patient will undergo a pocket revision.